Event description:
On 11/1/96 pt had surgery for dysfunctional catheter right subclavian vein. Removed clot from venous catheter, replaced extension tubing venous catheter and replaced right subclavian arterial catheter.